Event description:
Per letter: the catheter was placed for chronic back pain. During repositioning of the catheter, the exit catheters separated at the stent. The catheter was removed.

Manufacturer narrative:
Implicated product is a catheter full procedural tray with cuff and 2 cuff. Product received for evaluation is a 6.3 inch long distal segment of catheter with 0.35 inches of metal stent protruding from proximal (open) end. Total complaint sample length is 6.65 inches. Numeral 10 represents a depth marker printed 4.0 inches from distal tip (closed end) and is followed proximally by single dots every centimeter, culminating in numeral 15, 0.65 inches from stent end. A single, black, multi-filament suture is knotted over catheter tubing 0.1 inches from its proximal end and serves to secure metal stent in place. A lot history review reveals no manufacturing related issues and no other complaints for this lot. Tactual exam of catheter reveals an annular ring 2.3 inches from stent, or proximal end and may result from atraumatic clamps employed to retract complaint sample out of surgical site. Under 30x magnification, no associated damage to outer diameter is observed in immediate area around annular ring or at stent end. A lack of impressions in the outer diameter at this end rules out multiple sutures in securing stent inside catheter. Catheter' stent end terminates with a regular edge and a flat, smooth, non-striated surface suggesting it had been severed by a sharp instrument such as a scalpel. A single dot depth marker is bisected at the catheter's stent end. Patency is established by flushing water from distal tip holes manufactured into catheter outer diameter and out stent at catheter's proximal end by using a small bore blunt connector fitted a 12 cc syringe. Complant of catheter separation is inconclusive. The complaint file documents the proximal or "tunneled" segment of catheter had been discarded at the hospital. The inability to examine complete product sample precludes a definitive conclusion regarding complaint. Product instructions for use illustrates the use of multiple anchoring sutures over splice connector and indicates use of bridge ties. This would reduce the chance of catheter separation. No info is provided in complaint file indicating the number of bridge ties utilized. The presence of a single suture with no evidence of add'l anchors suggests example in instructions for use not been followed at time of device placement. Notes in complaint file indicates that catheter was placed for "chronic back pain." Product instructions for use states "catheter is contraindicated for any pt for whom other methods of analgesia can be successfully employed."